Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial#(B)(4), implanted: (B)(6) 2007, product type: extension, product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was "shocking everyone" and this was due to her spinal cord stimulation (scs). It was also stated that this continued occurring after the implantable neurostimulator (ins) was replaced, see manufacturer's report #3004209178-2014-04117. If additional information is received, a follow up report will be sent.